Manufacturer narrative:
Com- (B)(4). G6: report type: updated/follow-up; h2: correction; h6: adverse event problem/ health effect: clinical code: correction; h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5102668.

Event description:
A voluntary medwatch report was received on 08-10-2021. It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.